Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) turned off while in use. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: e3.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found fault error codes 111, 112 and 118 in logs. Cleaned dried saline spill from the coiled cable connection at console and reassembled. This corrected issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.